Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-02645 and 3005099803-2012-02646 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used for an esophagogastroduodenoscopy (egd) procedure within the esophagus performed on (B)(6) 2012. According to the complainant, the first speedband device (mr# 3005099803-2012-02645) was attached to the scope and inserted into the patient. However, when viewed through the monitor, approximately 50% of the lumen was obscured by what appeared to be a string crossing the view. The scope was withdrawn and a second speedband device (mr# 3005099803-2012-02646) was setup, attached to the scope for use, and then advanced into the patient, but the same issue occurred; a string crossed the lumen obscuring the view on the monitor. The user indicated that three nurses, experienced with banding, were unable to setup the speedband devices without obscuring 50% of the lumen. The scope with the attached speedband device was withdrawn from the patient and the banding portion of the procedure was aborted. The patient was scheduled to return at a later date. Reportedly, no attempts were made to band inside the patient. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Uf/importer report # (B)(4). The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed

Manufacturer narrative:
A visual examination that the device was returned incomplete; only the ligator head was returned for analysis. The ligator head teeth were without issue. All seven bands were present on the ligator head, however; the first blue band was rolled slightly out of position. Additionally, the suture was partially dislodged from the ligator teeth and the pull portion of the suture was found to be broken/cut adjacent to the edge of the ligator head. The condition of the returned incident device was not consistent with the reported event. The nurse indicated that "she was not sure if the black stripe on the adapter was lined up with the working channel properly or not." The speedband superview super 7 multiple band ligators directions for use (dfu) instructs the user to 'line up the black stripe on the adapter with the working channel of the endoscope.' The precautions section of the dfu notes that 'if black stripe is not aligned with working channel, bands may fire improperly or not at all and field of vision may be impaired.' Therefore, the most probable root cause is user error. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-02645 and 3005099803-2012-02646 address these devices. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used for an esophagogastroduodenoscopy (egd) procedure within the esophagus performed on (B)(6) 2012. According to the complainant, the first speedband device (mr# 3005099803-2012-02645) was attached to the scope and inserted into the patient. However, when viewed through the monitor, approximately 50% of the lumen was obscured by what appeared to be a string crossing the view. The scope was withdrawn and a second speedband device (mr# 3005099803-2012-02646) was setup, attached to the scope for use, and then advanced into the patient, but the same issue occurred; a string crossed the lumen obscuring the view on the monitor. The user indicated that three nurses, experienced with banding, were unable to setup the speedband devices without obscuring 50% of the lumen. The scope with the attached speedband device was withdrawn from the patient and the banding portion of the procedure was aborted. The patient was scheduled to return at a later date. Reportedly, no attempts were made to band inside the patient. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.